Event description:
Customer with quickvue otc submerged their swab in reagent, wiped the reagent off of the swab with a towel, then inserted the swab in their nose-- tss advised the customer to rinse the nose out with plenty of water & contact a healthcare professional.

Manufacturer narrative:
Subject: customer with quickvue otc submerged their swab in reagent, wiped the reagent off of the swab with a towel, then inserted the swab in their nose-- tss advised the customer to rinse the nose out with plenty of water & contact a healthcare professional. Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Investigation summary: in response to your complaint, we performed a search for similar complaints of the reported problem. No adverse trend was observed. Without product lot information, no further testing could be conducted. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: insufficient info.